Event description:
It was reported that t2 couldn't be deployed. T1 was removed from the patient. A backup device was used to complete the surgery. No patient injuries were reported.

Manufacturer narrative:
The device was returned without t1, t2 or suture. The device is used, with disfigurement of the needle. It is visibly bent and bowed. The condition indicates difficulty with reaching desired surgical location. The device no longer cycles and actuates due to the needle damage. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. No root cause related to the manufacture of the device can be established. No further investigation is warranted.